Event description:
A caller reported that the quick bolus/wake button on their insulin pump was difficult to press, requiring multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level. Technical support instructed the caller on how to properly press the button and confirmed that the pump could turn on, though the issue persisted. They decided to replace the pump, with the customer continuing to use their current pump as backup until the replacement arrived. The customer was also advised on how to return the problematic pump.